Event description:
It was observed that during the device evaluation, the flex video scope exhibited insufficient air supply volume due to a clogged air/water supply nozzle. Additionally, the water supply volume was inadequate, and the water cut-off function had deteriorated, also due to the clogging. A foreign object was found inside the nozzle, and the tip cover showed signs of burning. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation: insufficient air supply volume due to a clogged air/water supply nozzle. Additionally, the water supply volume was inadequate, and the water cut-off function had deteriorated, also due to the clogging. A foreign object was found inside the nozzle, and the tip cover showed signs of burning. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the tip cover showed signs of burning. It is presumed that the tip cover was burned due to the use of a high-frequency treatment device without leaving sufficient distance from the tip. A foreign object in the nozzle. The foreign material wasn't identified. The event "tip cover is burnt" can be detectable and preventable by following the instructions for use which state: by inspecting the endoscope and by using the endotherapy accessories as guided. The event "foreign object in the nozzle." Can be detectable and preventable by following the instructions for use which state: following operational manual chapter 3 preparation and inspection. And reprocessing manual chapter 5 reprocessing the endoscope should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.